Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump usb port was loose resulting in the battery being unable to charge. The issue persisted across multiple usb cables. The customer's blood glucose (bg) level was 197 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.